Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. Customer reported observing air bubbles in tubing. Customer changed pump supplies to address the issue and resumed insulin delivery. Customer's blood glucose was 259 mg/dl at time of event.